Event description:
The core impaction drill was reported to have overheated during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the device overheating without performing a failure analysis.